Event description:
It was reported that the spinal cord stimulator (scs) was no longer effective for pain relief. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 14033314 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 14033314 UDI: (B)(4).